Event description:
The pt was implanted with a vented electrical left ventricular device (lvad) pt had heard a strange noise and experienced intermittent alarms for a few weeks. The alarms and grinding noise increased, so the pt was then admitted to the hosp. The pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. A few weeks later, the lvad was exchanged. The pt remains stable on lvad support. The device has been returned to the manufacturer for analysis.